Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The product information for use states that care should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant/anti-platelet therapy or underlying disease. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post 2597 market product monitoring review process. Further follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
FDA medwatch report form received which details a patient experience with the product as reported by staff at (B)(6). Reporter stated an (B)(6) male patient, admitted from a different hospital, presented with increasing respiratory distress resulting in intubation. The patient developed loose stools related to treatment and the device was placed to manage "copious liquid stools." Reporter stated that approximately "seventeen (17) days after insertion, the patient was noted to have bright red blood per rectum as well as large blood clots." The physician and nurse practitioner were notified and a stat gastroenterology consult was requested. The patient received IV fluids and 1 unit packed red blood cells (prbc). An upper gastrointestinal (gi) endoscopy and flexible sigmoidoscopy were performed at bedside. The device was discontinued prior to sigmoidoscopy given the large clots surrounding the device and the risk of further bleeding on discontinuation. At removal, the device had 30cc of sterile water in the retention balloon. Two (2) ulcers, both believed to be related to the device use, were identified in the rectum and the ulcers were clipped. The flexiseal tube remained out.